Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous upper arm vein. A 7.0mm x 100mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated at 10 atmospheres on the first inflation. However, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 2.2cm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous upper arm vein. A 7.0mm x 100mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated at 10 atmospheres on the first inflation. However, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.